Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the cgm error code did not reappear, allowing the customer to successfully start a new sensor session.